Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that she blew out another sensor and this is the second one she had bad readings and shut of her pump. The customer attempt to calibrate to correct the sensor glucose and blood glucose numbers and she removed the sensor it was bent. The customer stated that the blood glucose was 92 mg/dl and sensor glucose was 54. The customer has already inserted a new sensor and does not want to do any further troubleshooting for the issues reported.